Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue remains unknown.

Event description:
During the pulmonary vein isolation for a paroxysmal atrial fibrillation ablation procedure, the catheter was unable to deflect as expected which caused a procedural delay of approximately one hour. The deflection issue was noted approximately halfway through the procedure. The catheter was maneuvered around until it landed on the desired location to complete the procedure. The procedure was completed with no adverse patient health consequences.